Manufacturer narrative:
As a result of an internal review of the file, it was determined that the information provided for this event trocar blade tip was bent and could not puncture does not represent a reportable device malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
As a result of an internal review of the file, it was determined that the information provided for this event trocar blade tip was bent and could not puncture does not represent a reportable device malfunction.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the trocar blade tip was bent and could not puncture during surgery. The surgery was completed after replacing the product. There was no patient harm.